Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during the fill tubing step of a supply change on the ilet, which was addressed by dismissing alerts, performing a dry run that advanced to 120 units, and completing a full supply change with new cartridge and connector lots provided; delivery was successfully resumed and the user planned to monitor. Symptoms included elevated glucose after eating ice cream and snacks concurrent with the supply change. Outcomes included no hospitalization and no interruption of therapy after the successful supply change. Investigation included guided troubleshooting, alert review, a dry run to assess flow, and replacement of consumables followed by a successful restart. Investigation of this case revealed that the error was resolved by completing a dry run and changing supplies, which is consistent with transient flow resistance or setup-related occlusion during the fill tubing step rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user/setup related and resolved through standard troubleshooting and consumable replacement.